Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the helix was able to be extended after 20 turns were applied. The lead was placed and initial measurements were in normal range. When the ra lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), the pacing impedance measurements were high out of range. A connection issue was suspected so the ra lead was disconnected and reconnected to the crt-d; however, the high out of range pacing impedance measurements persisted. Additional attempts were performed to disconnect and reconnect the ra lead to the device header but the issue remained unresolved. During the final attempt, the setscrew came out of the device header when the physician was tightening it down. As a result, both the ra lead and crt-d were extracted and successfully replaced. During the removal of the ra lead, it was also noted that the helix would no longer retract. No adverse patient effects were reported. Both products will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Microscopic inspection of the lead barrels and header found a hole in the ra seal plug. The ra set screw hex slot was slightly rounded, indicating that the torque wrench was not completely inserted into the set screw prior to turning. Pin gauge testing, designed to verify proper port dimensions, was completed on the ra port and measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the ra set screw became damaged during the implant procedure; however, testing could not reproduce the clinical observation of high pacing impedance measurements.